Event description:
It was reported that the programmer and the analyzer would not power on. Both were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2090 programmer. (B)(4).

Event description:
It was reported that the programmer and the analyzer would not power on. Both were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm that the analyzer would not power on, it operated as intended. (B)(4).